Manufacturer narrative:
A device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. The visual inspection found no defects. The reported condition was not confirmed. The investigation found that the unit would not fail. Could force error, but would not occur independently. Inspected the nose cone connections for any issues and found none. The service technician reported that during final stage of testing, the unit keyed without external input. The reported condition could not be verified or duplicated by the failure investigation technician. The generator was also tested by replicating the actions performed by the service technician when the self-activation occurred; however, the self-activation could not be duplicated. The investigation could not determine a root cause or a probable root cause for the report of self-activation based on the information provided. The service center reported that during peak to peak waveform voltage testing it was found that the desiccate waveform had ringing at the end of wave form. The investigation found that buzz 80 of right side heat sink was not in socket. The investigation isolated the failure to the buzz 80 not being in its socket, but a root cause was not identified. The part was re-connected to the socket to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device had error 195. They used different pencil but the issue still exist. During the final testing stages during post cycle this unit started to key itself. With no hand switch or footswitch connected. No patient involved in this event.